Event description:
Philips received a complaint from the customer, requesting the part number for a replacement touchscreen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer needed the part number for a replacement touchscreen. The customer was provided with the part number. Investigation is ongoing

Manufacturer narrative:
Insufficient information is available to determine why the customer requested the part number for a replacement touchscreen. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be confirmed if the customer had an issue that required the replacement of the touchscreen. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.